Event description:
It was reported that this right ventricular (rv) lead exhibited a high capture threshold and a high within range pacing impedance of 1793 ohms. Technical services (ts) confirmed there was a gradual rise in impedance and threshold. Ts recommended performing a lead revision due to the patient being 100% ventricular paced. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. A lead revision was attempted; however, a superior vena cava (svc) occlusion made the lead unable to be revised. This rv lead was electrically abandoned, and a leadless pacemaker was implanted. No additional adverse patient effects were reported.